Event description:
It was reported " the entire screen becomes black and shows no images (blackout)-unable to restore". The issue occurred during a diagnostic procedure.there was no patient harm, no injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the reported issue was not able to be duplicated. Evaluation and inspection found no problem with the image . No stain, no flickering , no dots observed. In addition, the device passed the fog test. The light guide tube was manipulated , the bending section was angulated and found no issues. Furthermore, during evaluation, the following findings were noted on the device : found leaking on non olympus a-rubber. Found non- olympus glue around objective lens . Found non- olympus modification on bending section and solder. Frayed wires noted ,cracked pcb noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) moisture infiltrated into the device from the leak point caused temporary damage to the imaging unit and video connector internal board. 2) the equipment has been damaged by any stress incurred during repair by a third party. 3) abnormalities such as buckling and disconnection occurred in the imaging cable built into the bending part due to stress on the bending part. 4) the board inside the video connector temporarily failed due to the stress on the video connector. The event can be detected/prevented by following the instructions for use which state the following: 1) "prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." 2) "do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result." 3) "if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." Olympus will continue to monitor field performance for this device.